Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and a single shock but was unable to convert the patients rhythm. Technical services (ts) was consulted to review ventricular arrythmia episodes where the ventricular rate was greater than the atrial rate. Ts confirmed the therapy was appropriate; however, it was unable to convert the rhythm, resulting in the patient experiencing longer ventricular episodes than expected. No additional adverse patient effects were reported. This crt-d remains in service.